Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
In 2009, the lay user/pt contacted lifescan (lfs) alleging that her onetouch ultralink meter was reading inaccurately high. The complaint was classified based on the customer care advocate (cca) documentation. The pt reported that the alleged issue began a few weeks prior to contacting lfs. On an unspecified date/time, the pt claimed she obtained an alleged high blood glucose reading of "390 mg/dl" with the subject meter. The cca noted that the pt is on an insulin pump. It is not clear what action the pt took regarding her diabetes management as a result of the alleged issue; however, the pt reported developing "extreme lows for correcting the highs" after the issue began. The pt claimed she treated self with glucose tablets and orange juice; however, the date/time of this treatment is unk. At the time of troubleshooting, the cca walked the pt through a control solution test and the result fell outside the specified control range. Replacement products were sent to the pt. This complaint is being reported because the pt claims she obtained an inaccurate high reading on the subject meter, administered treatment based on the alleged result, and reportedly developed "extreme lows" after the alleged meter issue began.